Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. A device history record was reviewed for the suspected contour next test strips and no manufacturing issues were found. There is a sensor on the equipment that will detect open caps as the bottle of strips passes to the labeler. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer opened a box of contour next test strips that contained two bottles of test strips. The customer found that one of the two bottles was already open. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The customer returned the bottles of suspected contour next test strips from lot # 9hpeg14a for evaluation. It was found that both bottles had their lids twisted off. Based on the device history records of the suspected test strips, it appeared that the bottles of the test strips were tampered with after they left the manufacturer's control.